Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they were having a lot of trouble with the device, and they may have to get their device taken out. They said their implant was working some, but it wasn't doing them any good. Patient stated that they were sore in different places from the device and the soreness jumps around on them. Patient stated that their device didn't keep them from urinating, and that they urinate in their pants and they had to wear diapers all the time. Patient stated that the device had slowed their urination, but it had not helped with frequency. Patient stated that sometimes they soaked themselves. Patient also mentioned that they had quite a bit of pain now on the side where the implant is located, patient stated that if they cough or sneeze it hurt. Patient mentioned that it started out in their ribs on the right hand side of their body, but now it dropped down to about their belt and it kind of shifted around in that side. The patient also considered that maybe the implant was against their lung now. Agent asked the patient if they were looking to make any stimulation adjustments today, and patient said they had done all they can do and they want to know what to do next. The patient was redirected to their healthcare provider to further address the issue, patient stated that they will see their primary care doctor tomorrow.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.